Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric surgical procedure, the staples in tissue did not fire. Another reload was used to complete the case and resolve the issue. There was no patient injury.